Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was noted to have two no external power alarms. One alarm occurred at 4:44 am and lasted for a minute; however, the patient denied hearing any alarms at the time of this event as the patient was asleep. Log file submitted captured two no external power events on (B)(6) 2021, which were caused by power to the mobile power unit (mpu) being briefly interrupted; however, the no external power alarm resolved on their own. The patient stated having had a power outage in the morning. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 16 days (19may21 ¿ 04jun21 per time stamp). On 04jun21 at 04:44, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~2.9v. This was due to a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(6), was not returned for analysis and is still in use. Additional information provided on 04jun21 stated that the daughter said they had a power outage the morning of the alarm. The root cause for the reported event was determined to be a power outage per the additional information. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.